Event description:
It was reported that when using the bd pyxis¿ es server, it was rounding to 3 milli liter instead of 2.14 milli liter while nurses trying to remove liquid. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket for patient own control liquids. When nurses were putting in to remove 2.14 ml it was rounding to 3ml. A technical support specialist confirmed that, based on the facility formulary, med ID 'ptliqcs1' (patient own liquid controlled substance ml) is configured as a fractional unit. In line with fractional dose rules, the system displays only the number of vials added to the pocket, rather than the specific ml or units. The system functioned as intended after the technical support specialist troubleshot the device.